Manufacturer narrative:
Results: the pet lock was intact on the proximal end of the pusher assembly. The embolization coil was intact with its pusher assembly and had offset coil winds. The introducer sheath was not seated on the pusher assembly mid-joint and the sheath had an unknown harden substance inside. Conclusions: evaluation of the returned ruby coil revealed that embolization coil had offset coil winds. If the embolization coil is advanced against resistance, offset coil winds may result. The non-penumbra microcatheter was not returned for evaluation and the root cause of the initial resistance could not be determined. Further evaluation revealed an unknown harden substance inside the introducer sheath. During the functional test, the ruby coil could not be advanced or retracted within its introducer sheath due to an unknown hardened substance. The root cause of the unknown substance could not be determined. Penumbra coils are visually inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a coil embolization procedure in the gastroduodenal artery (gda) using ruby coils. During the procedure, while attempting to advance a ruby coil through a non-penumbra microcatheter, the physician experienced resistance; therefore, it was removed. The physician then attempted to re-advance the ruby coil through the microcatheter but the same issue occurred; therefore, it was removed. The procedure was completed using another ruby coil and the same microcatheter. There was no report of an adverse effect to the patient.